Event description:
Related manufacturer report number: 1627487-2022-00355. It was reported that during procedure on (B)(6) 2022, a tumor was found in the lead location. As result, the leads were cut to be removed from the epidural space and remained implanted in the subcutaneous tissue. Part of the lead was explanted, and part remains implanted. Surgical intervention to revise the implanted lead portion may occur on a later day.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00354 and 3006705815-2023-00006. Additional information indicated that surgical intervention was undertaken wherein the remainder of the leads left in place and ipg were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.